Manufacturer narrative:
The device was returned to olympus for inspection. Based on the result of the investigation the root cause could not be identified and therefore, the investigation findings does not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the flex video scope exhibited the distal end has foreign objects. There were no reports of patient involvement.